Event description:
The customer reported that a clear insulation piece fell off. The piece was retrieved without any pt injury.

Manufacturer narrative:
(B)(4). Eval of the incident electrode confirmed the clear ptfe insulator had come off. The electrode and the blue insulation were scratched and torn at the location where the ptfe is held in place. There was excessive eschar along the length of the electrode and inside the ptfe insulator. Although the exact cause of the damage could not be determined, it is consistent with damage caused by improper cleaning of the electrode, or damage caused by the electrode coming into contact with a sharp object. Only the electrode tip should make contact with target tissue. The IFU states that cleaning the electrode with a scratch pad or other abrasive object, or scraping it with a sharp object, may cause damage to the electrode. If the electrode becomes damaged, it should be discarded.